Event description:
It was reported that the device's battery was low at implant. The device was not used and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.